Manufacturer narrative:
1.DHR/bhr review: the batch number of the complained product is 4016663, is 22g and product code is 383738, produced on 2024/02, with a total of 38000 pieces in this batch. Check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities. Check the production records, there were no nonconformance, deviation or rework activities. The customer returned a sample, as shown in attached photo 1. Test the sample with water injection and found that it was leakage at the connection between the product extension tube and the luer connector, as shown in attached video 2. Observed the luer connector extension tube under microscope, and no abnormalities were found, as shown in attached photo 3. Cut open the sample to observe the extension tube and metal wedge, and no abnormalities were found in the extension tube, but the metal wedge was damaged and deformed, as shown in attached photos 4-7. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the lack of samples returned by the customer, the specific defect status cannot be confirmed, therefore the root cause of the complaint cannot be confirmed. The factory will continue to monitor the trend of the defect complaint. Cause analysis: according to the analysis of the samples returned by the customer, confirmed that the product was due to the damage and deformation of the metal wedge, resulting in poor sealing between the metal wedge and the luer connector, resulting in leakage. The luer connector of this product is produced on the automatic line zone7. Checked the equipment maintenance records, it was found that the swaging pin of the zone7 s27 station was broken, which caused the metal wedge to be damaged during the swaging process. Corrective action: the technician replaced the swaging pin in february 2024 and adjusted the swaging alignment. The maintenance record is attached. Currently are paying attention to and monitoring this defect. In summary, the root cause of the complaint is that the die needle of the swaging pin of the zone7 s27 station was broken, which damaged the metal wedge during the swaging process, resulting in product leakage. The factory has taken relevant improvement measures and continues to pay attention to and monitor the trend of this defect complaint.

Event description:
No additional information provided.

Event description:
It was reported that bd pegasus bl 22gax1.00in qsyte-capy nonpvc leakage leakage during infusion, returnable defective product, claims required, complaint response letter required, complaint receipt letter required, quality inspection report required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.